Event description:
A report was received that the patient underwent an ipg revision due to discomfort. The physician repositioned the pocket and the patient was reportedly doing well after the procedure.